Event description:
It was reported that while ablating within the patient's shoulder joint, the doctor's thumb was shocked by the unit's wand twice. There was a small flame that ignited at the tip of the wand when this happened. No adverse consequences were reported and a replacement was available to successfully complete the procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.